Event description:
Company representative sent a repair request reported with an issue of "angle down, cut". The issue found during an unknown event. No harm was reported. No patient injury, no user injury was reported. Device evaluation found the device nozzle has foreign objects. This report is being submitted for the nozzle with foreign objects (insufficient cleaning, handling problems).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found stretched angle wire and due to wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The reported issue of "angle down " could be confirmed. Furthermore, device evaluation found the device nozzle has foreign objects. This condition is attributed to insufficient cleaning (handling problems). Additionally, the following defects were identified during device inspection: connecting tube has a scratch. Connecting tube has a dent. Light guide (lg) lens has a crack. Lg-bundle has breakage. Forceps channel port is shaved. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Facility cannot tell when a foreign object adhered to the scope. Not aware of the foreign object. Problems with the accessories used for reprocessing- noted normal. Device manual cleaning - wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle. Concerns about reprocessing- no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformation to the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.